Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with corneal haze in the right eye after photo refractive keratectomy, at the three week postoperative visit. Another report is filed for the left eye. Add'l info has been requested.